Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a vasovagal response. Attempts were made to pace the patient, however, the non-boston scientific pacing generator, which was connected to the farastar generator, displayed an error message. The message was cleared and after six sections they were able to resume pacing from the non-bsc generator. The procedure was completed without further patient complications using the original farawave catheter and the non-boston scientific pacing generator. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.